Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only available commercially outside of the united states.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery performance alarm. It was noted that this device has been in service for approximately eight years so replacement will be scheduled. No adverse patient effects were reported. Currently, this s-ICD remains in service. According to additional information, this s-ICD was explanted. A new s-ICD was successfully placed. No additional adverse patient effects were reported. This product is expected to be returned for analysis. The local area sales representative was contacted for additional information concerning product return as it has not been received at this time. At this time, no further information is available. Should additional information become available this report will be updated. This product has been returned to boston scientific for further investigation. Once the investigation is complete, a supplemental report will be submitted to provide that information.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery performance alarm. It was noted that this device has been in service for approximately eight years so replacement will be scheduled. No adverse patient effects were reported. Currently, this s-ICD remains in service. According to additional information, this s-ICD was explanted. A new s-ICD was successfully placed. No additional adverse patient effects were reported. This product is expected to be returned for analysis.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only available commercially outside of the united states.